Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: there was no evidence of moisture ingress, no evidence of moisture behind the display lens or on the screen, and no evidence of moisture in the battery or cartridge compartments. A crack in the battery compartment was observed below the finger pad extending to the primary seal; a leak test was performed and a battery compartment leak was observed. The pump was opened to check for internal moisture damage and there was no evidence of moisture damage found on the internal components or printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that there was a crack in the battery compartment and moisture or corrosion in the pump. Reportedly, there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.